Event description:
It was reported that the handpiece heated up during a procedure. There were no injuries to the pt or user, and no adverse consequences were alleged.

Manufacturer narrative:
The device was evaluated and the customer overheating complaint could not be replicated due to the motor being seized. The bearing, housing, rotor, and linkage assemblies were replaced and the device was returned to the customer.